Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, defective optical zone with discontinuity was noticed. There was no patient contact. Additional information was requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).